Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 5 of 7. The technical service representative (tsr) assisted the home patient (hp) to check lines and bags found no source of leaks. The tsr had the hp disconnect using the aseptic technique. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: the sample was discarded and a companion sample was available and requested with lot number h11e16101. The patient did not complete therapy the night of the alarm and contacted the nurse for instructions. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the set was placed on the machine for priming and run with no alarms noted. The set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab and the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A label review found the labeling adequate for the potential use error in this complaint. Additional investigation is being conducted through (B)(4).